Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional stent graft procedure. Reportedly, during deployment in an 8-french sized access site, when the needle plunger was removed, no thread (suture) was present. The device was removed and a second proglide device was attempted but only the blue thread (suture) was present. Two additional proglide devices were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue during the plunger retraction was confirmed. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the preclose technique for vessel closure was used in this reported event. The 8f sheath was upsized to 18f for the stent graft procedure. Hemostasis was achieved with two successfully preplaced proglide devices. No additional information was provided.